Manufacturer narrative:
(B)(4). Date sent: 09/07/2021. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? No patient consequences 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change in post-operative care lot no. T5ey9w - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a hemorrhoidectomy, pph03 stapler did not fire as the handle was not getting closed. Neither it stapled nor it cut. The surgery was delayed by half an hour. A new stapler was opened, and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2021; d4: batch # t5ey9w. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not fire the instrument if the orange indicator is not advanced as far as possible within the green range of the gap setting scale. Do not fire the instrument more than one time. Additional firings could result in tissue damage. The event described could not be confirmed as the device performed without any difficulties. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch.